Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low intrinsic amplitude for the right ventricular (rv) lead. It was noted that the amplitude was at 4.2 millivolts. Further review found that the rv impedance measurements were around 200 ohms. Boston scientific technical services (ts) was consulted and suggested performing pocket manipulations to assess lead impedance measurements. The clinic opted to not perform any further testing and will continue to monitor the patient. The rv lead and pacemaker remain in service and no adverse patient effects were reported.